Manufacturer narrative:
(B)(4). After installing the battery tester pump shows low battery power warring due to c13 voltage leak on interface board. Pump passed displacement test and self test.

Event description:
Customer reported via phone call that the insulin pump had received motor failed and battery failed alarm. The customer¿s blood glucose level was 88 mg/dl at the time of the incident. Customer stated that the insulin pump had low battery alert. The device will not be returned for analysis.